Event description:
The customer reported failed reactions of cell #3 of biotestcell-i8 with an nbs reagent which contains an anti-d. Neither the blood grouping reagent that was used for testing nor the control reagent were sent to us for investigational testing. Testing of the retained biotestcell-i8 sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.